Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) could not be implanted correctly and had to be removed from patient's eye as it was twisted. There was no injury and no medical intervention was required. The event was observed when inserting into the eye. No further information is available.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 5/11/2021. Section h3. Device returned to manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. It was returned in its original packaging. Also, the implant notification card and some labels were received. Upon evaluation of the device all the components were correctly engaged, no assembly error and/or defect related to the manicuring process was identified. The plunger was in a partially advanced position and the pushrod was centered. Traces of lubricating material can be observed in the cartridge and on the lens surface. The lens was received outside the device. The haptics looks slightly distorted, but no damaged such as lens creased, curled, crumbled, twisted, kinked/bent, cracked/broken can be observed on the lens. Based in the analysis the reported issue was not verified and product quality deficiency was not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.